Event description:
It was reported that the patient went into the hospital with confusion on (B)(6) 2015 (2 days ago) and was now admitted. The healthcare provider (hcp) did not know if the pump/drug was the cause but they were trying to get in touch with the managing physician for the patient. The manufacture representative was in the hospital on the day of report to read the pump. It was noted that the patient had chronic obstructive pulmonary disease (copd) and high ammonia levels. The pump system was delivering clonidine, baclofen, and morphine. The total maximum daily dose with boluses on morphine was 9.365 mg/day. Bolus dose was 0.15mg, 6 per day. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).